Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a leakage from the arterial port during dialysis due to crack at the arterial leur adapter. The catheter was removed and replace with similar model as the medical intervention done to the patient. The catheter was not repaired and tego was not utilized. Betadine was used as cleaning agent on the device. There was no instrument used to tighten or loosen the device and the insertion site was treated prior to product placement. The treatment was proceeded and completed. There was blood lost of less than 2 milliliters. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter was blood stained and showed signs of use. The red and blue luer adapter, extension tubes, clamps, hub and cannula appeared intact. There were no cracks on either of the luer adapters. A functional evaluation found that the catheter was submerged in a water bath and the end of the cannula was clamped and an insufflation bulb was used to inject air. Air bubbles were present at the connection of the hub and the red luer adapter extension tube. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of extension tube leak that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.